Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 box (36 unopened racepacks). Analysis and results: there are no previous complaints of this code batch. Received 1 box which contains 36 pouches of the code-batch 2090270-115511 (premilene 2/0 (3) 75cm hs26) instead of the code-batch 2090248-115505. Products traceability has been checked and it has been determined that this mix-up took place in the manufacturing line in the packaging area. Both products were packed in the same line and same day one after the other. Line clearance was not correctly done. Taking into account that no other customer complaints have been received concerning this issue for this code batch, it is considered this is an isolated and accidental unit and claim is justified, but the whole batch is correct. Final conclusion: taking into account that the box contains wrong product inside, it is considered that the complaint is justified. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: send a credit note for one box of product as a compensation. Corrective/preventive actions: there is an improvement project lean_01_2012 that includes the analysis of the origin of all possible mix-ups and implementation of actions. One of the actions included in these projects is automatic packaging. This would avoid that units of another reference are packed.

Event description:
Country of complaint: germany. Wrong material / suture in the package.